Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging a product usability issue with her one touch ping meter. The patient stated that the ¿text was too small and the glass is reflective¿. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began at an unspecified time on (B)(6) 2014. It is not known what medication, if any, the patient takes to manage her diabetes. It is also not known if the patient made any changes to her usual diabetes management regimen in response to the alleged issue. At an unspecified time on (B)(6) 2014, the patient stated she developed symptoms of ¿high blood sugar¿. The patient stated she self-treated with insulin (unknown type and dosage). Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (09/29/2014), the patient¿s meter has been returned on 7/28/2014 and evaluated by lifescan product analysis on 9/18/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.